Event description:
The customer reported that the sensor shuts off intermittently. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Pt (B)(4). The service rep uploaded the system logs,but he believed the problem may be due to a torn battery connector pad. No other info was provided. (B)(4).